Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm saccular aneurysm; infrarenal angle of 25 degrees abdominal aortic aneurysm. Aortic neck was 20 mm in diameter and 32 mm long. Distal aorta was 19 mm in diameter. Right iliac was 10-12 mm in diameter and mildly tortuous, and left iliac was 10-15 mm in diameter and moderately tortuous. The main device placed via the right side. It was reported that there was stent graft thrombosis two days post index procedure on the left side. A successful thrombectomy was performed the following day; intraoperative angiography confirmed normal flow through both limbs of stent graft. Recovery was uneventful, patient was discharged. It was reported that four months post index procedure an occlusion was noted in the right iliac. To resolve the right limb ischemia a cross femoral bypass left to right was performed. No additional clinical sequelae were reported, and the patient is fine. The investigator assessment states that the event of stent graft occlusion is related to the study device; however, it is not related to the study procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion); patient's condition affected effectiveness of device (tight distal aorta). Evaluationodes, conclusion: device failure/lack of effectiveness related to patient condition (tight distal aorta).